Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the pulmonary vein ablation study, the hemostasis valve of the sheath was leaking. The study was completed with the reported sheath. The patient experienced no adverse consequences.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection of the hemostasis seals revealed a tear resulting in a hole in the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.